Event description:
Healthcare professional reported shallow wall thickness in two points. The doctor wishes to know why the aortic wall was so faint. More info was requested from the dr with no reply.